Event description:
It was reported that during the an arthroscopy, the q-fix anchor couldn't be deployed after drilling a hole by appropriative tools and inserting the q-fix anchor causing the suture to fail. The procedure was completed using a smith and nephew back up device. An additional bone hole was made and a void was left in the patient, a 1.8 mm q-fix was used to prepare the insertion site. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and sutures were not returned. The cleat is fully extended and locked. There is evidence of contact with a sharp instrument on the insertion tube. Bio debris is present. A functional evaluation revealed the knob is fully extended and locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, misalignment of inserter handle. Based on this investigation, the need for corrective action is not indicated.